Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MDR. Report#: 1627487-2018-10325. It was reported during a lead revision procedure on (B)(6) 2018, (reference MFR. Report#: 1627487-2018-09633) the guardian burr cover was found to have "popped out". As such, the physician opted to replace the device. It was noted the original guardian base ring was left implanted, only the locking mechanism and cap were replaced. Reportedly, the procedure was completed successfully.